Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l2-s1 posterior spinal fusion with an l5-s1 transforaminal lumbar interbody fusion (tlif) spinal therapy. It was reported that on the follow-up x-ray,  it was noticed on the lateral x-ray that a set screw is unattached above the l2 pedicle screws. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that the disconnected set screw was noticed when x-rays were taken during a postoperative visit. The patient received a re-operation for a suspected infection. During the procedure, the loose set screw was removed and a new set screw was used to fixate the rod. Additional information received from manufacturer representative that there is no associate with the infection to any of the hardware, including the set screw that disengaged from the screw.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E1: updated radiographic review provided; lateral x-ray multilevel posterior fusion. One of the set screw is out of the screw tulips at the top level of the construct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.